Event description:
It was reported that externalized conductors were observed on the lead during device changeout for normal eri. Patient was asymptomatic. The patient was in good condition following the event and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.